Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse confirmed the leak was tubing going through check valve (ck) 44 and solenoid 110. The fse replaced the tubing resolving the leak and errors. The repairs were verified per established procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported approximately 200 mls of uncontained clear fluid leaked from the front diluter in a coulter lh 780 hematology analyzer during a startup cycle. There were vent line sensor (vls) and sampling probe did not retract error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.